Event description:
There was a corneal burn during a cataract extraction procedure. Several stitches were used to close the wound. There were no further problems and the patient is expected to recover with no adverse effects.